Event description:
It was reported that, "pt dislocation, revision needed. The cup implanted on primary surgery was said to not have enough antiversion. Replaced the cup with a tritanium cluster cup 58mm, 40mm liner, 2 screws and -5 40mm c-taper lfit head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.